Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient recharges at night, feeling normal stimulation, and once the battery gets fully recharged and shows the implant is charged, he feels nothing and within the next two hours he gets his pain back again and it starts getting worse. The patient states he then has to go back to the patient programmer and increase stimulation and then all of a sudden pain will be gone. The patient further states for some reason it shuts down after he recharges and the only way he can feel stimulation is to take his patient programmer to increase and all of sudden he feels the jolts again in body. The patient clarified he is referring to normal stimulation as vibration/jots. The patient states he feels stimulation during the charging but stops feeling stimulation as soon as the implant is charged. He doesn¿t feel the stimulation anymore and then pain comes back in the legs. When the patient increases stimulation with the patient programmer he feels stimulation right away again. The patient did not check status of the implant when he does not feel stimulation. The patient states the pain returns very slowly; like all of a sudden, he will go to bed and wake up. The patient confirmed there had been no falls or trauma. The patient was redirected to their healthcare provider. It was reviewed to monitor if patient programmer shows the implant is off when he does not feel stimulation and then follow-up with the healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not have a loss of stimulation. They explained that they would turn off everything after recharging their device. They indicated that they would turn the stimulation off. The patient stated that they don¿t turn stimulation off after recharging, which resolved their issue. They noted that everything is working okay. No further complications were reported or anticipated.